Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump did not suspend when she was running low. The customer's blood glucose was 45 mg/dl. The customer treated with juice. The customer's blood glucose was 27 mg/dl at 10:15 pm. She took juice 2 times. Then she went too high blood glucose of 275 mg/dl. At midnight the blood glucose was 308 mg/dl. The customer's current blood glucose was 98 mg/dl. Customer has treated with food and glucose tablets. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device suspend feature properly and no anomaly noted during testing.